Event description:
During verification testing at the service center, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
During testing, the device did not alarm when a proximal occlusion was present. This was due to the proximal occlusion calibration setting was out of specification. The proximal occlusion measured as 1019 adc. Proximal occlusion specification requires 500 adc +/- 50. The tubing setting pressure is measured by the device via strain gauge which converts mechanical data to a digital count. The adc (analog to digital) count is used to set a threshold for when the device will alarm for an occlusion. The cause for the adc count being out of specification could not be determined. A calibrated tubing set was used for testing per device release specifications. This report represents all the info known by the reporter upon query by hospira personnel.